Event description:
In 2009, the patient underwent an endovascular procedure to treat an infrarenal aortic aneurysm. The following month, computed tomography showed an unspecified endoleak. The physician plans to monitor the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Method - a review of the images provided was conducted. Results - available images could not determine whether this was a proximal type I endoleak or a type ii endoleak.